Manufacturer narrative:
H6; dislodged anvil. Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by approprate engineers and technicians are listed below. Visual inspections & results: any other notceable damage, n/a; batch number, n/a; cartridge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechansim, damaged; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing. Good. Analysis conclusion: based upon info received and visual examination, it was concluded that instrument was returned with anvil dislodged form closure tube. Anvil was re-aligned and instrument was cylced, fired, cut, and formed staples within design specification. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure it functions properly.

Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the stapler would not open when the release button was pressed. This occurred when the surgical tech was reloading the device after the second firing. Another stapler was used to complete the case. There was no consequence to the pt.